Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer's blood glucose is high at 346 mg/dl. Customer also had a low blood glucose reading of 42 mg/dl yesterday. Caller stated that he did not want to troubleshoot. Caller stated that he will check the customer's blood glucose and call back if needed.